Manufacturer narrative:
Additional info: d.11

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) in the accident and emergency department.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital in the accident and emergency department.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at toowoomba hospital in the accident and emergency department.

Manufacturer narrative:
The reported issue that there was a bottle side pressure sensor error code 240.4150 could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer's report could not be confirmed. Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.